Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found both tamper seals removed, top case cracked by the front right bottom corner, and a cracked right plunger case and no visible contamination. The pump event history log showed a motor rate error in error history log (ehl). Motor rate error was found during occlusion test. The root cause is normal wear and debris of white teflon found in worm coupling facets and around motor assembly causing motor rate error. Abnormal wear caused the flacking of teflon washer. The technician replaced worm coupling, worm gear, replace teflon washer with delrin washer, motor and motor bracket. Replaced right case, top case and battery door due to physical damage. Device calibrated and performed all functional tests which passed.

Event description:
It was reported that a motor rate error. No patient injury was reported.